Manufacturer narrative:
(B)(4)

Event description:
It was reported that upon interrogation, the pulse generator exhibited diagnostics anomaly. The diagnostics were cleared and the device resumed normal functions. The patient was in stable condition.